Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 442 mg/dl, which was addressed with a correction bolus, via the pump. The customer changed out supplies and noted an infusion set kinked cannula. The customer was hospitalized due to this and a virus. An intravenous (IV) of insulin, fluids, and antibiotics were administered to address bg level. Reportedly, the customer was released from the hospital 1/16/2017. Multiple attempts were made by tandem¿s technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.